Manufacturer narrative:
Follow-up #1: date of submission 6/16/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: no defect was found. Pump boots to verify screen with audible and vibratory features. Pump was exercised for 24hrs with no alarms duplicated. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Pumps bolus history found to be recording properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pumps bolus history was not showing boluses from earlier in the day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.